Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have been in back-up vvi mode. The cause of the back-up mode was unknown. Corrective programming changes were made to successfully restore the device. The patient was stable throughout.